Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and an alternate dimension vista 1500 instrument, resulting lower on both. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc specialist performed troubleshooting with the customer and did not find an instrument malfunction. Quality controls for troponin were within range. The customer performed a precision test on the patient sample, which was acceptable and matched the repeat results. It was discovered that the customer was centrifuging patient samples outside of tube vendor specifications. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The cause of patient sample tubes being centrifuged outside of tube vendor specifications is a failure to follow instructions. This instrument is performing according to specifications. No further evaluation of this device is required.